Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device was not returned to the manufacturer. However, an analysis over the same batch has been performed, and has concluded that the product is compliant with specifications. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the surgeon complaint of cement not feeling as sticky as usual. Patella did not adhere to bone. Another bone cemsed. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Report source - event occurred in united states. The device was not returned to the manufacturer. Therefore, it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. 1 complaint (1 product), has been recorded on biomet bone cement r 1*40 us, reference 110035368, batch f2701z34ca since ever. No further information provided (x-rays, surgical report, photographs, lab test). According to available data, the root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the surgeon complaint of cement not feeling as sticky as usual. Patella did not adhere to bone. No adverse events have been reported as a result of the malfunction.